Event description:
A medwatch report was received completed by the end user's mother claiming that she was using the zippie voyage and had the base locked when it fell off. After contacting the mother, she stated that the base fell while unloading her vehicle at the doctor's office. There was no injury since the end user was not in the chair at the time the base allegedly fell.

Manufacturer narrative:
Background information: please reference zippie voyage recall (res# 88257) regarding remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Full details of the voluntary field safety notice are filed within sunrise medical recall file (B)(4). Caregiver did not have tether installed. Zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Risk analysis (ufmea early intervention strollers master, risk ID 73) lists "seat system detaches from stroller base when in use" as a known failure mode. Unmitigated risk is scored as "unacceptable." Mitigated risk (addition of safety tether) is scored as "acceptable." Discussion: the mother stated that the seat fell off the base when retrieving the chair out of her vehicle at a doctor's appointment. Based on the mother's description of the incident, root cause of the reported incident is most likely due to the caregiver inadequately attaching the detachable stroller seat, potentially due to foreign object interference. There is no confirmation of latch malfunction or malfunction of the stroller base through dealer investigation or user report. This detachable configuration is a user requirement (market requirement). The issue is most likely due to the lack of a failsafe device such as the voyage safety tether kit which is being sent out to all device owners as part of the aforementioned recall. After the initial conversation with the mother, additional contact attempts to find out more information regarding the event and zippie voyage stroller in question were unsuccessful. The mother stated that there was no injury to the child and that they were not in the stroller when the seat allegedly fell off the base. Conclusion: while there may or may not be a malfunction of the device leading to the seat detachment, due to the unexpected detachment and in an abundance of caution, this MDR is being filed.